Event description:
The pt underwent implantation of a second synchromed pump in 1999 with a catheter implant in 1994 for intrathecal infusion of snx-111, a study drug, for pain. The pt was found to have a fractured catheter nineteen months later and underwent catheter explant and reimplant two months late. Pt subsequently developed meningitis with a cerebro spinal fluid culture positive for staph. Pt underwent explantation of their pump and catheter twenty days later, followed by antibiotic therapy. The pt recovered.